Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was diagnosed with gastric cancer, and after the doctor made the treatment plan, PICC was placed under local anesthesia in oncology ward 3 on (B)(6) 2024. On (B)(6) 2024, the patient underwent 1 cycle of preoperative adjuvant chemotherapy with folfox6 + pd1, and the nurses found that the patient was being transfused with 5-fu chemotherapy pump during the night ward round, and the patient was instructed to lie flat or left side to prevent bleeding and dislodging due to pressure from the patient's right side lying down to the PICC tube. The patient and his family members should lie flat or on the left side of the bed to prevent pressure bleeding and dislocation, and the patient expressed his understanding. At 8 o'clock on (B)(6) 2024, the nurse found that the patient was being infused with a 5-fu chemotherapy pump when she was on ward rounds, and the PICC extension tube broke at the right upper arm, so she immediately turned off the pump, gave the joints a disinfected gauze bandage to prevent retrograde infections, and immediately contacted the department of catheterization (oncology department, three wards) to give her a treatment. The patient's vital signs were stable, and patient did not complain of any special discomfort. Patient was informed of the precautions to be taken, and cooperation was obtained. No other information was provided.